Event description:
It was reported that the patient was unable to adjust stimulation and the display showed the "call your doctor" icon. A power on reset (por) condition was reported. The patient was instructed how to clear the por, which resolved the issue. It was reported that patient had been receiving radiation therapy.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. (B)(4).